Manufacturer narrative:
Pump received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, scratched lcd window, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's display was scratched and difficult to read. The customer also reported that the battery compartment was damaged. Customer reported that the damage occurred as a result of normal wear and tear. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.